Manufacturer narrative:
The reported issue that the display board was faulty was confirmed on the returned display board assemblies. Physical inspection noted each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned 46 lvp display board assemblies had dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the sn (B)(4) service history record showed the device had a manufacture date of 27oct2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 10nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board was received for investigation.

Event description:
It was reported that allegedly the display board was faulty for forty six large volume modules, and therefore, will be replaced. There was no reported patient involvement.